Event description:
Related manufacturer report number: 2017865-2022-48578. It was reported during in clinic follow up that the patient presented with syncope episodes due to loss of cardiac pacing on the right ventricular lead. Interrogation of the pacemaker found it to be in telemetry lockout. The pacemaker was explanted and successfully replaced. During procedure, the right ventricular lead was found to be bent and fractured. The lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable.